Event description:
It was reported to philips that the system displayed an alert indicating ¿low load fluoroscopy flavor selected. Tube anode problem¿, preventing imaging. The patient was moved to another system to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing planned treatment. The patient was moved to another system to complete the procedure. The philips remote service (rse) contacted the customer and confirmed that the system displayed an alert showing ¿low load fluoroscopy flavor selected. The rse requested onsite support. Upon troubleshooting, the philips field service engineer (fse) checked the log files and identified cooling unit related error. The fse found power input to the cooling unit was normal, but the unit was not running. Fse checked the cooling oil level and found oil level too low, confirming that the insufficient oil prevented the cooling unit from starting triggered a tube anode error. To resolve the issue, the fse added the cooling oil. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.